Event description:
Mastectomy x2 1986 & 1989. Silicone implant used. Left side developed a capsular contracture in 1992 implant was removed and replaced with a saline. Physicial examination revealed a deflated left implant with a right implant that seems intact but a capsular contracture, open capsulotomies to remove for bilateral implants and reimplant with silicone implants.